Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to pelvic organ prolapse and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, recurrence and bleeding. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 for fistula with exposed vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with anterior colporrhaphy, extraperitonral colpopexy, and cystotomy with repair. It was reported that the patient underwent exploratory laparotomy, enterolysis, resection of suprapubic tract including resection of small bowel segment in continuity with an ileal-loop urinary diversion bowel segment, due to radiation cystitis with end stage detrusor and eroded posterior bladder wall with large vesicovaginal fistula with small bowel fistula to suprapubic tract on (b)(\6) 2009. No additional information was provided.